Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low glucose events while using the ilet bionic pancreas, including lows occurring at typical times and at irregular intervals, sometimes after meal announcements, which led the user to request clinical review for potential options and algorithm concerns. Symptoms included hypoglycemia with a lowest reported glucose of 52 mg/dl and disrupted sleep. Outcomes included self-treatment with oral carbohydrates and no need for external assistance or professional medical intervention. Investigation included troubleshooting and education. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.